Manufacturer narrative:
Device evaluation: 2 x zss-10-7-rb of lot number c1641818 were returned to cirl unopened in its original packaging. Complaint device was not returned. This complaint is related to (B)(4) (MDR ref # 3001845648-2020-00113) which deals with the same complaint of the device with an rpn of zss-10-5-rb. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07th february 2020. Unopened devices returned; complaint devices not returned. Information requested as to the complaint device once as per cirl documents review including IFU review: prior to distribution all zss-10-7-rb are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zss-10-7-rb of lot number c1641818 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1641818. The instructions for use, ifu0100-1 which accompanies this device instructs the user to ¿do not use this device for any other purpose than stated intended use¿ and ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause can be attributed to user error due to the use of a wire lock where it is not mentioned as per the IFU. Summary: complaint is confirmed based on the customer¿s testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Address of user facility documented in additional data section of entity details.

Event description:
"Products wouldn't work. Any of the solus double pigtail stents with introducers would not go through the wire locks. "As per complaint form": when trying to use these stents , the stent would not feed through the wirelock- it was impossible to move it through as the stent isnt tappered. When we removed the wirelock it was also too difficult to push the stent into the duct. Finished by using a 7french double pigtail stent instead which the doctor didn't want to use unfortunately.